Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after implantation the right atrial (ra) lead exhibited high impedance. The physician removed the implantable pulse generator (ipg) from the pocket to test the impedance again with the pacing system analyzer. The lead impedance was noted to be normal. The physician then decided to explant and replace the ipg. The ra lead remains in use. No patient complications have been reported as a result of this event.